Event description:
It was reported that this lead was explanted and replaced due to a dislodgement presented, which was confirmed through x-rays. Another lead was put in its place. No additional information is available at the moment. No additional adverse patient effects were reported.